Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm any error alarms due to an erased history file. The pump also had a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. No further information provided.